Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 319.006. Synthes lot # h363284. Supplier lot # h363284. Release to warehouse date: 21nov2017. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h363284) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was bent. Additionally, threaded part of the body that assembles with metal sleeve has broken and remains in the metal sleeve. Also, the device was found to have surface scratches. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensions cannot be taken due to the post-manufacturing damage. Document/specification review: the following documents were reviewed: depth gauge for 2.0/2.4mm screws (current and manufactured). Needle: (current and manufactured). Body: current and manufactured). No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the needle component to be bent. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, upon routine inspection depth gauges were found broken in cpd. No patient involvement and no further information at this time. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 3 of 3 for (B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.